Event description:
The customer reported being hospitalized due to high blood glucose of 668mg/dl. The customer stated that he was throwing up prior to his admission. Troubleshooting was performed, and the device was accounting for boluses and basal rates properly. The caller mentioned having a bent cannula. The time, date, and bolus wizard were correct. Assisted the caller to run a manual prime test and the insulin did exit. Advised the customer to call back when the tubing clamp arrives. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.